Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2015). The patient¿s meter has been returned on 3/16/2015 and evaluated by lifescan product analysis on 3/25/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verioiq meter was displaying inaccurate erratic readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that on (B)(6) 2015 at approximately 6pm when she obtained blood glucose results of ¿374 and 135mg/dl¿ using the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient stated that she does not take any medications to manage her diabetes and that she did not make any changes to her usual diabetes management routine in response to the reported issue. The patient reported experiencing symptoms of ¿headache¿ immediately after the reported issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr determined that an approved sample site was used for testing, the unit of measure was set correctly at time of testing and the test strips were not expired. The csr noted that the patient did not have control solution so was unable to walk the patient through a re-test. Replacement products have been sent to the patient. There is no indication that the subject device caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The patient¿s test strips have been returned on 3/11/2015 and evaluated by lifescan product analysis on 4/21/2015 with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use, thus not the root cause for the control solution failing which was seen, and passed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.